Event description:
The pt who has been participating in the post approval study of menicon z rgp contact lens for up to 30 days/29 nights of continuous wear was seen by a dr with an injury to right eye secondary to being hit in the eye with a blanket. The pt entered wearing menicon z contact lenses, va 20/20 od, 20/20 os. Slit lamp examination showed grade 1 (minimal) cell and flare in the right eye. The pt was given cyclopentalate bid and predforte qid. The pt was examined by the dr again in 5/2003. All results were negative. The cyclopentalate was discontinued and the predforte was tapered to discontinuation. The pt continued to wear the menicon z lenses for extended wear during this time without problems. The pt continues to wear the lenses for extended wear and remain in the post approval study of the menicon z rgp contact lens for up to 30 days/29 nights of extended wear.